Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported burning and pinching at the battery site. The patient stated that this sensation started right after they had hip surgery. The plan was to revise the pocket. An x-ray was taken on the operating room and revealed that the leads had moved. After trying a few times to push the leads back to the same level, and being unable to do so, the doctor decided to close the patient and to try and reprogram using different electrodes. The indication for implant was failed back surgery syndrome and spinal pain.

Event description:
Additional information was received from the manufacturer representative that reported that the health care provider checked the x-ray from the implant day and tried to push the leads into the original placement, but was unable to do it, so he left the leads where they were. The plan was to reprogram the patient after the procedure, but the patient didn't want the manufacturer representative to, so they were planning on programming the patient on (B)(6) 2017. The patient had a leg amputation (not a hip surgery), and the burning/pinching sensation started right after this procedure, so the manufacturer representative was assuming that the leads movement or the sensation was related to her surgery. At the time that the additional information was received, it was unknown if the burning and pinching had resolved.

Event description:
Additional information was received from the manufacturer representative that reported that the pinching and burning sensation at the pocket stopped right after surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.